Manufacturer narrative:
An event regarding instability and insert wear involving an unknown insert component was reported. The event was not confirmed. Method and results: device evaluation and results: a photograph of the explanted component was provided. There are some wear patterns and delamination evident on the posterior bearing compartments of the component. It is not possible to identify the device from the photograph provided. Medical records received and evaluation: not performed as medical records were not provided. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined with the limited information provided. Further information such as x-rays , operative reports, patient history, follow-up notes and device evaluation are needed to complete the investigation for determining root cause.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown s2 polyethylene insert. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient had a left total knee revision due to pain and instability. After removing polyethylene insert, the surgeon noticed excessive poly wear. Sales rep indicated that the poly was highly damaged and may have unlocked from the tibial baseplate.

Event description:
It was reported that patient had a left total knee revision due to pain and instability. After removing polyethylene insert, the surgeon noticed excessive poly wear. Sales rep indicated that the poly was highly damaged and may have unlocked from the tibial baseplate.